Event description:
Pt is status post heart transplant and underwent a planned right heart catheterization. The micropuncture wire was advanced into the inferior vena cava. Multiple attempts to advance the micropuncture dilator and sheath were unsuccessful. Add'l attempts were made after removing scar tissue, but were still unable to advance the catheter. After compressing the area to try to advance it further and withdrawing it, the proximal shaft came back, but the distal fragment was not present. Attempts were made to remove the catheter tip. Pt was taken to interventional radiology where the 5cm catheter tip was removed. Pt is in stable condition with no associated complications.